Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The procore needle was broken - when trying to get it to zero (which was very difficult and took some time). The needle was sticking out from the scope.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1963359 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation distal end of needle examined and slight kink observed at notch of needle. A proximal kink below the sheath extender was also observed. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1963359 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1963359. The notes section of the instructions for use, ifu0109-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-7) image review n/a root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink at the notch during the puncture attempt and resulting in the needle not able to be fully retracted into the sheath. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip kinking after the puncture attempt. It is also possible that the needle hit or passed hard cartilage leading to the distal end of the needle to kink after the puncture attempt. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07mar2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on the 01-feb 2023.